Event description:
During a tha, the 36mm head fell off handle into patient cavity. There was a delay of 15 minutes.

Manufacturer narrative:
An event regarding wear involving an impactor was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no device associated with the event were returned or made available for identification or evaluation. Clinician review: no patient medical records were available for review. Product history review: product history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other events for the lot referenced. Conclusions: it was reported that during impaction the head fell off the handle into patient cavity as the instrument was worn. A surgical delay of less than 15 minutes was noted. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
During a tha, the 36mm head fell off handle into patient cavity. There was a delay of 15 minutes.